Manufacturer narrative:
Device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set fell off during use events on 20-apr-2024, 25-apr-2024 and 03-may-2024. The infusion set was in use for 2 days. The blood glucose level was 150 mg/dl. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.